Manufacturer narrative:
Tw (B)(4). Event site name exceeds character limitations: ((B)(6) hosp). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that a piece of the end of the vasoview hemopro 2 fell off during the procedure. The piece was found. There was no patient harm reported. A new device was used.